Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: as reported that, a 50 cc syringe had some kind of liquid in it when the package was opened. The error was discovered when the syringe packaging was opened (in connection with the safety bench) and was to be used in the manufacture of a cytostatic preparation.

Manufacturer narrative:
Pr 13501352 follow up report for correction and device evaluation. As per the investigation findings, silicone content testing was performed, the values were found to be within specification and deemed compliant. One sample was received by our quality team for evaluation. Analysis of the sample determined the fluid in the syringe to be silicone. The sample was tested for silicone content and the results meet specification. Silicone is an inert, non-toxic medical substance used as a lubricant in disposable hypodermic products. It is an integral component of the syringe, enabling its proper functioning in various clinical applications. It presents no safety or efficacy risks and does not affect product performance. The silicone has a viscosity that makes it visible and the visibility of the silicone does not indicate an excess quantity. Six retained samples were also requested for investigation. Laboratory personnel performed a silicone content test on the retained samples as well and the results met specifications. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, a root cause could not determined as the sample provided met specifications. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
As per investigation, silicone content testing was performed, the values were found to be within specification and deemed compliant.